Event description:
It was reported a drill bit broke during surgery and the tip was left in the patient.

Manufacturer narrative:
Device was not evaluated due to the atual device was not returned for investigation.please see investigation summary attached. (B)(4).